Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not roll up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Traces of blood were observed on the loading device. The delivery device was returned while inside the loading device. The seal and tension spring assembly remained inside the loading device. The tips of the tension spring and part of the seal were visible through the loading device window. The blue slide lock was engaged and the plunger was un-pressed on the delivery device. The delivery device was pulled out from the loading device for inspection. The seal and tension spring assembly remained inside the loading device. It was then pulled out for inspection. Microscopic inspection showed the seal partly rolled, intact with no cracks nor delamination. The tether on the tension spring remained uncut. The following measurements were taken for the delivery device; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not roll up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.